Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon used reconstruction plate (seven holes) on ulnar diaphysis and fixed it to insert screws into all holes. Post-op, the patient returned to the hospital because of the broken plate. The surgeon re-operated with lc-lcp (small) on (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the engineering examination of the returned reconstruction plate revealed the breakage occurred at the fourth hole of the plate. The reconstruction plate 3.5 is made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the reconstruction plate 3.5 is in compliance with the international standards (iso). The dimensions of the investigated reconstruction plate 3.5 (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the plate is 9.96 mm and the thickness is 2.76 mm. Corrosion marks / fretting corrosion were observed in the fourth plate hole (broken plate hole).fretting corrosion results from micro movements between the screw head and the plate. The micro movements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. When examining the fracture surfaces (part a and b) of the fragment 2 of the reconstruction plate 3.5 using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior was identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing light destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surface. Each striation represents the successive position of an advancing crack front and originate from cyclic loads (load and unload). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed secondary corrosion. The secondary corrosion is a result of a crevice situation between the plate fragments after crack initiation respectively from rubbing against each other of the fragments. The process affects the passivation layer of the metal and panders corrosion. The very small area with dimples on part a corresponds to the residual forced fracture zone. Documented fatigue cracks close to the initial fracture zone of part a and b indicating multiple crack initiation. Sem observations and findings showed that the plate failure was caused by fatigue and overload. The reconstruction plate 3.5 was implanted because of a fracture of the ulna diaphysis. According to the device report the patient returned to the hospital because of the breakage of the reconstruction plate 3.5. The revision surgery to remove the broken implant and replace it by means of a lc- locking compression plate was performed on the may 10, 2013. There was no report with respect to the aftercare of the patient. No x-ray images were provided. Based on the topography of the fracture surface, we can conclude that the reconstruction plate 3.5 was subjected to low dynamic bending loads (double-sided). Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the reconstruction plate 3.5. The plate could not resist the applied force which finally led to the material overload and fatigue failure. Postoperative activities of the patient may have played a certain role. Lcp-reconstruction plates are made of a softer material quality and have a reduced profile (notches) to optimize an individual bending / adaption to the bone, such as clavicle. In case it is not necessary to adapt a plate individual to the bone a 3.5 mm locking compression plate has a better indication. 3.5 mm locking compression plates manufactured with a bigger profile and have a higher tensile strength. A failure resulting from either a material defect or the manufacturing process can be excluded. The complaint was determined to be invalid.